Event description:
Additional information received indicates that upon interrogation a message of excessive bluetooth usage was noted.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. The patient was brought into clinic and device interrogation revealed bluetooth telemetry issue. Ble telemetry was restored and device was paired to the mobile application. There were no patient consequences.